Event description:
The customer reported that a lipid infusion was set to infuse a vtbi of 141 mls at a rate of 7.1 ml/h; however, the infusion finished 11 hours earlier than expected. No patient harm or medical intervention was reported. No additional information provided.

Manufacturer narrative:
(B)(4). Four incident samples received for investigation, however, it is unclear which incident they relate to. A follow up report will be submitted with failure investigation once the evaluation is completed.